Manufacturer narrative:
B5 has been corrected to correctly reflect the information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider reported that "mfb" only did x-ray of the spine/abdomen. They advised mfb that a pump study should be done. They called patient who was doing well and plan to hold on further testing.

Event description:
Additional information received from the healthcare provider reported that they found scar tissue in the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd 2018-11-29, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider (hcp). Who reported, that the cause of the volume discrepancy was ¿catheter malfunction, no flow/unable to pull back fluid from catheter, during side port study¿. The patient was referred to neurosurgery for catheter replacement.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the doctor decided to wait until the next refill now and they had the same results with the volumes. The caller stated that no alarm logs were present. The caller stated the plan now was to do a catheter access port (cap) study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider reported that "mfb" only did x-ray of the spine/abdomen. They advised mfb that a pump study should be done. They called patient who was doing well and plan to hold further testing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (na mcg/ml at na mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a refill on (B)(6) 2024 and the expected reservoir was 2.8ml and the actual was 37ml. The healthcare provider (hcp) stated that this was the first volume discrepancy since the pump was replaced and first refill. The technical service (ts) reviewed to check pump logs and telemetry to see if there were any issues. The ts reviewed considerations to check the catheter as there was no issues in the logs. The hcp would move to the next steps of checking the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the company representative (rep) and patient receiving baclofen (gablofen) 2000 mcg/ml at 150 mcg/ day, was 280 mcg/day before case via an implantable pump for intractable spasticity. Environmental/external/patient factors that may have led or contributed to the issue were asked and the patient said nothing. No falls, accidents, procedures around that time. They opened the pocket, the pump segment was twisted. The physician untwisted it and successfully aspirated but still wanted a new pump segment because he said he wanted a new one and he was going to securely anchor pump in the event the patient was playing with it in his abdomen ¿twiddling.¿ they got good flow dropping from catheter and when connected to pump via the catheter access port using an 8540 needle to confirm. The account and physician confirm these events. Physician requested not to be contacted. This problem was fixed and the pump and catheter are working as intended with zero issues as of now. The issue resolved at the time of the report with patient's status being "alive-no injury". The patient's weight and medical history included hereditary spasticity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.